Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 70: check for unintended motion. During the service evaluation the following failures were identified: functional: unintended activation/motion. Conclusion: failure reported is confirmed.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the electric pen drive device had unintended motion. The device also failed pretests for check for unintended motion. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.